Manufacturer narrative:
Failure analysis received the insulin pump completely destroyed.

Event description:
It was reported that insulin pump was squashed. The customer's blood glucose level was 9.6 mmol/l at time of incident. Troubleshooting was provided. Advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.